Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nru1 drawer had failed off the bus and the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 were grayed out of the bus. A field service engineer (fse) shut down the device and reseated the row board cable. After powering the device back on, the cubies returned on the bus. The system functioned as intended after the field service engineer repaired the device.